Manufacturer narrative:
Eval summary - the product was returned for analysis, and the reported complaint could not be identified, no reason was given for the explanted lens. The product was damaged and this damage was not mentioned by the customer. Blood and solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. No root cause could be determined for the reported complaint. Due to the presence of surgical solution with blood, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Add'l info was requested on 01/26/2012 and 01/31/2012 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported three pts whose intraocular lenses (iols) were exchanged. For this pt, the lens was exchanged for a different model and power. Add'l info has been requested. There are three medical device reports for this event. This report is for the third pt.